Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The signal strength as indicated by the lights on the wand was fluctuating up and down. While this was occurring the programmer indicated, "loading software" however no progress was made. The device was replaced.